Event description:
The customer reported that the energy selected was different than the displayed energy.

Manufacturer narrative:
The unit was evaluated at philips, and the symptom was duplicated. Replacing the power pca resolved the issue.